Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI) # additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the syringe module displayed an error code 354.6770, related to pressure sensor circuit test failure. There was no patient involvement.

Event description:
It was reported that the syringe module displayed an error code 354.6770, related to pressure sensor circuit test failure. There was no patient involvement.

Manufacturer narrative:
Additional information : manufacturer narrative the actual date of event is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module displayed an error code 354.6770, related to pressure sensor circuit test failure. There was no patient involvement.